Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the o-ring from the cartridge stayed on the pump when the cartridge was removed from the pump. Reportedly, the customer removed the o-ring and loaded a new cartridge. There was no reported impact to the customer's blood glucose level.